Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. Besides intervention, no other adverse patient effects were reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed and an updated report will be issued.